Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the dilution aspiration pump, dilution discharge pump, dilution wash pump, o-rings, lamp, mixers, and checked the valve. The cse ran coefficient of variation check, which was acceptable. During a follow-up visit, the cse verified the alignments and replaced the dilution probe valve. The cse ran quality controls, which were acceptable. The cause of the discordant, falsely low gluo, un, ua, chol, tp, iron_2, ggt, trf, and frt results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose oxidase (gluo), urea nitrogen (un), uric acid (ua), cholesterol (chol), total protein (tp), iron_2, gamma-glutamyl transferase (ggt), transferrin (trf), and ferritin (frt) results were obtained on one patient sample on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate advia 2400 instrument, resulting higher and matching the clinical picture of the patient. The corrected results obtained on the alternate advia 2400 instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low gluo, un, ua, chol, tp, iron_2, ggt, trf, and frt results.